Event description:
It was reported that the patient experienced loss of pain control. A dye study was attempted but unable to aspirate. The patient had a catheter revision and requested the pump be moved to the buttock. It was noted that there was catheter tip sludge and crystals on the outside of the catheter. The health care provider requested a new pump to decrease risk of infection and the pump location was changed. No patient injury was reported and the patient recovered without sequela. The pump was used to deliver dilaudid and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The catheter was incomplete; returned in segments. Analysis of the catheter revealed no significant anomaly found. Analysis of the proximal sc catheter and sc connector revealed indent down in sc connector seal along with occlusion related complaint.

Manufacturer narrative:
Only the proximal portion of the catheter segment was returned and analyzed.

Manufacturer narrative:
Catheter model # 8578 sc lot #n305079002 , implanted on: (B)(6) 2012 explanted on: (B)(6) 2012 catheter model # 8709 lot # n004872933 implanted on: (B)(6) 2005 explanted on: (B)(6) 2012; 8835 personal therapy manager (B)(4). (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.